Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2014. During the procedure, the liner would not lock into the acetabular cup. A second liner was attempted unsuccessfully. The acetabular cup was removed and another acetabular cup was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was confirmed the plastic liners have changed dimensionally (as received by biomet), but it is impossible to determine the cause.